Event description:
It was reported a cartridge alarm 20 during pumping. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support in loading a new cartridge, following the proper technique, and successfully resumed insulin therapy.